Event description:
It was reported that device had no power. No patient injury was reported.

Manufacturer narrative:
UDI information is unknown. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No device history review (DHR) is not applicable or relevant due to the device manufactured date. The investigation did not implicate a service process issue. A product sample was received for evaluation. Functional and visual testing were performed. The device was received in good condition. The evaluation was performed, and the reported issue was confirmed. During device under testing (dut), the device did not power on. Checked on/off switch with digital voltmeter. Power switch tested ok and installed known good test board. Was able to power up device without issue. Tested fuses on original board and found to be open, blown. The root cause of the reported issue was due to a blown fuse. No further actions were required.